Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents reported for difficult to flush and difficult to position from this lot. All available information was investigated and a definite cause for the reported difficult to flush and the reported difficult to position the delivery catheter handle (advancement and retraction) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report during preparation of the clip delivery system flushing could not be performed as it was not possible to retract or advance the handle. It was reported that during preparation of the mitraclip delivery system, when attempting to flush the delivery catheter, the delivery handle would not retract or advance to remove air from the device. The device was not used. The procedure was completed by implanting 3 clips successfully reducing mitral regurgitation from 4 - 2. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.